Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a family member of the patient heard an audible tone coming from the patients implantable cardioverter defibrillator (ICD). A recent remote transmission was reviewed. Information on the remote transmission was reviewed by qualified personnel. It was discovered that the tone was related to an alert tone for magnet exposure. The time/date of the tone coincided with the date/time of when the tone was heard, and it is suspected that the patients device may have been in contact or close proximity to a magnetic source. The device remains in use. No patient complications have been reported as a result of this event.